Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the seroma had resolved and the patient was doing fine. No further complications were reporte d/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient reported a seroma at the lead incision site. The factors leading to the seroma were unknown. A lab was ordered by the healthcare provider (hcp). The patient was also ordered antibiotics. The issue was not resolved at the time of the event. The patient will be seen on (B)(6). No further complications were reported or anticipated. No device allegations were made.